Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During mpfl reconstruction the surgeon used the device for graft fixation of the patella. It was reported that the device came off when he applied tension to a suture after the insertion in a bone hole. He made another bone hole in a different place and successfully inserted a replacement. It was also reported that the patient was (B)(6) year-old male whose bone was healthy. There was no surgical delay or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. The threads on the anchor appear stressed consistent with it being inserted into the bone. It can be confirmed that this anchor pulled out. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. Although we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).